Manufacturer narrative:
(B)(4). Date sent: 11/4/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats procedure, the staples partly fired on only one end of the reload. The other end staples are malformed still in the jaws of the reload. The cut line made with no staples. The second device the same thing occurred. The case completed fine by changing to a size 45 echelon flex and. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with no apparent damage and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.